Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during the procedure on (B)(6) 2013, the physician attempted to place the stent, but it was reported to have "disappeared" during placement. The physician changed the scope and placed another stent successfully. After the procedure, they manually cleaned and decontaminated the scope, but they did not find the stent that had vanished so they assumed that if was left inside the patient. On (B)(6) 2013, another ercp procedure was done by a different physician to another patient using the same scope used during the procedure on (B)(6) 2013. When the physician inserted a hydrotome, the stent that was thought to be left inside the patient during the procedure on (B)(6) 2013, emerged from the scope and fell into the patient's duodenum. The stent had been lodged inside the scope during the previous procedure, not left inside the patient. The stent was removed using a snare grabber and pulled through the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.